Event description:
Approximately one year and three months post implantation, it was reported that the patient's battery charger showed a flashing red light when the battery was connected to it. The site attempted to connect the battery in all the battery slots of the charger but the problem persisted. The battery was replaced and returned to heartware for evaluation. There was no reported patient injury as a result of the event and the patient is reported to be doing well.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.